Event description:
In 2005, the lay user/reporter contacted lifescan and alleged that the lay user/pt's one touch ultra meter (serial number not provided) was reading inaccurately low. The pt had received a result of "7.2" mmol/l (130 mg/dl) on the subject meter in the morning in 2005. She was experiencing headaches and dizziness at the time of testing. She did not treat herself after the result since she thought that her readings were low. She was taken to the hosp, where she was given insulin (hosp meter result not provided). It was determined at the time of troubleshooting that the meter was in the wrong unit of measurement (mmol/l instead of mg/dl) and that the pt had misinterpreted the result to be in mg/dl (72 mg/dl instead of 7.2 mmol/l). However, the reporter was unable/unwilling to answer if the pt had recently changed the units of measurement in the meter settings. Although the hosp meter result was not provided, and it is unk if the pt had changed the units of measure, the pt misinterpreted the reported result and was treated for hyperglycemia at the hosp. A replacement meter, control solution, and test strips were sent to the lay user/pt.